Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to two infusion sets bent cannulas on (B)(6) 2026, leading to hyperglycemia. The patient was shifted to the intensive care unit (ICU). The event occurred three hours after insertion. The insertion sites were the abdomen and arm. The blood glucose level was 561 mg/dl,with ketones identified as dangerous, life-threatening and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026. The length of emergency room stay was seven hours. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.